Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that they had requested a sample of (B)(6). The customer stated that they had a doctor who used product 072227 and had not liked the trocar attached. The doctor was currently using 072227 which was a drain with a trocar. They were stating the trocar bends and has asked to find them something else to use. The one sent was off contract.